Event description:
During closing of the right breast reduction, the physician noticed a burn under the right breast fold that measured 2 inches by .5 inches. He did not notice it being there before. He stated that there was a towel over that section of skin and thought it was protected. He saw the burn after they removed the towel. FDA safety report ID# (B)(4).